Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic colectomy procedure, the device clip can not tight, formation not completed. No pt consequences. Three devices returning.